Manufacturer narrative:
During investigation on-site performed by our field service engineer (fse) presence of moisture/corrosion/liquid spill in the printed circuit board (pcb) pneumatic back-plane (inside the inspiratory section), safety valve,inspiratory pipe was found. Safety valve,inspiratory pipe were cleaned and dried. The pcb was replaced and after successful tests the ventilator was sent back in clinical use. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The received photos depicts the corrosion and water spill on the pcb. According to the information we have gotten from our fse, it is suspected that the water/liquid could have been caused by sterile water over flow into the ventilator by nurse.

Event description:
It was reported that during service, the printed circuit board (pcb) pneumatic back-plane that is located inside the inspiratory section and safety valve were found contaminated with water. There was no patient involvement. Manufacturer's ref. #: (B)(4).